Manufacturer narrative:
The following devices were also listed in this report: mrh knee fem m lft; cat# 64811120; lot# ane8m, mrh axle; cat# 64812120; lot# ctd10657, mrh tib rot comp xs-xl; cat# 64812100; lot# 089720, mrhk fem distal blk 10mm m; cat# 64811220; lot# ane9a, mrhk tib ins 20mm xs/s s1/s2; cat# 64813220; lot# lds029, mrhk tibial sleeve; cat# 64812140; lot# lex913, triathlon sym cone aug sz c; cat# 5549-a-130; lot# a915, triathlon fem cone aug sz 5l; cat# 5549-a-351; lot# a8j5, tri press-fit stem 14mm x 100mm; cat# 5565-s-014; lot# 0037827b, tri press-fit stem 14x150mm; cat# 5566-s-014; lot# 00408701, mrhk femoral bushing; cat# 64812110; lot# unknown, mrhk bumper insert - neutral; cat# 64812130; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the sterile lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient stated that on or about (B)(6) 2016, she started experiencing pain again. Patient went to a doctor and it was found that the tibia was loose again and she had an infection. On (B)(6) 2016 she had a revision.